Manufacturer narrative:
This event was reported by distributor. The surgeon is: (B)(6). (B)(4). The device has been received for analysis. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a transvaginal mesh (tvm) procedure performed on (B)(6) 2021. During the procedure, the carrier did not retract when the device was actuated hardly outside the patient. The procedure was completed with another capio slim device. There were no patient complications as a result of the event.

Manufacturer narrative:
Correction g2: report source - added distributor. Block e1: (B)(6) block h6: device code a0510 captures the reportable event of carrier did not retract. Only a capio device was received with no suture. A visual examination of the returned capio device revealed that there was no problem with the ten riveting pins, head and cage. A functional inspection was performed and revealed that the dart was loaded into the carrier and penetrated into the cage without problem. However, the carrier was observed misaligned to the left. An x-ray inspection was also performed and found that the core wire was bent. The reported complaint of "carrier retraction problem" was not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The problem of carrier misaligned could have been caused by the core wire bent. Several attempts and excessive tension applied to the suture during actuation could result the core wire to bend affecting the performance of the device. Therefore, the most probable conclusion code for carrier misaligned is "adverse event related to procedure." In addition, the reported complaint of "carrier retraction problem"' could not be confirmed and therefore, the most probable conclusion code is '"no problem detected."

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a transvaginal mesh (tvm) procedure performed on (B)(6), 2021.during the procedure, the carrier did not retract when the device was actuated hardly outside the patient. The procedure was completed with another capio slim device. There were no patient complications as a result of the event.